Manufacturer narrative:
(B)(4). The inserter was not returned for evaluation. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. Based on the information received a definitive root cause could not be determined.

Event description:
It was reported that the lens was inserted and removed intraoperatively. A vitrectomy was performed. Reason for the vitrectomy was not provided. A 3 piece lens was inserted. Reportedly, the pt is stable. Reference MDR #1313525-2015-02176 for the lens used in the event.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.